Manufacturer narrative:
It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.

Event description:
Patient implant on (B)(6) 2010 of a 28-16-120bl bifurcated device, two 28mm infrarenal aortic extensions, and two 16mm limb extensions. A (B)(6) 2011 follow up revealed a type iii endoleak between the junction of the bifurcated device limb and a 16mm limb extension. On (B)(6) 2011 the patient was treated with a 16mm limb extension, which corrected the endoleak.